Event description:
It was reported via repair work order that the stool was delivered new and would not roll due to the brake stopper being adjusted down to low and hitting the floor when the unit was sat on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.